Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. An analysis of the customer provided images found small fiber that appears to be in the packaging. A visual inspection performed found that the package has been opened, no deficiencies were observed. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that when open the package of the biosure sync tibial fixation, it was found a fiber. A delay less or equal than 30 minutes were reported and the procedure was finished with a smith and nephew back up device. No patient injury or other complications were reported.